Event description:
According to the reporter, while accessing during a laparoscopic inguinal hernia totally extra peritoneal procedure , the head was breaking away from the accessory obturator leaving the it in the accessory cannula but the doctor was able to retrieveit. The surgical time was extended 30 minutes or more due to the product problem. Patient status : alive - no injury.